Event description:
It was reported that the controller was disconnected from the patient and log files were downloaded. The event log captured driveline power b faults on (B)(6) 2023. The driveline was disconnected shortly after. The patient's controller was exchanged, which seemed to have resolved the issue. The log file captured more driveline power b faults on (B)(6) 2023. It was suggested to replace the modular cable. Submitted photos revealed a tear in the pump side of the driveline outer jacket which was repaired with rescue tape. X-ray images of the driveline showed some inconsistencies and the issue was thought to be proximal to the modular cable. Replacing the modular cable seemed to have resolved the issue and no new driveline power faults were seen. Related MFR: 2916596-2023-06389.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing driveline power faults was confirmed via analysis of the submitted log files and testing of the returned product. The submitted controller event log file (from system controller (B)(6) contained data spanning approximately 8 days (B)(6) 2023). The log file captured a driveline power fault coincident with a pwr_b_broken fault flag active beginning on (B)(6) 2023 at 10:36:55 ¿ (B)(6) 2023 at 18:08:42. The alarm resolved when the driveline was disconnected and the controller was disconnected from external power, which is consistent with the controller being removed from service. Pump speed was not affected by the alarms. Additionally, the system controller (B)(6) was exchanged to (B)(6) and a log file was downloaded. The submitted controller event log file (from the backup system controller (B)(6) contained relevant data spanning 2 days (B)(6) 2023 per the timestamp). Additional data was captured; however, this is consistent with data captured prior to being used for pump support. The log file captured a driveline power fault coincident with a pwr_b_broken fault flag active beginning on (B)(6) 2023 from 23:30:33 ¿ (B)(6) 2023 at 8:30:36. The alarm remained active until the last event in the log file, indicating that the controller exchange did not resolve the issue. Pump speed was not affected by the alarms. The system controller (B)(6) and modular cable were then exchanged, and a log file was downloaded. The submitted controller event log file (from system controller (B)(6) contained relevant data spanning approximately 3 minutes on (B)(6) 2023 (10:22:05 ¿ 10:24:49). Additional data was captured; however, this data is consistent with data captured prior to the controller being used for pump support. The log file did not capture any driveline power faults, indicating that the driveline power faults resolved following the modular cable exchange. The heartmate 3 vad modular cable was returned and evaluated at abbott. During the evaluation, the modular cable was functionally tested and did not pass testing due to driveline power faults being active when connected to a mock loop, confirming the reported event. Pump speed was not affected by the alarm. The returned modular cable was then tested by measuring the resistance of the individual wires using a digital multimeter and the red (power b) wire measured at an open line continuity, indicating conductor breakdown in the wire. All other wires passed without issue. The polyurethane jacket was then dissected to reveal that the red wire was broken, and the internal conductor of the wire was exposed, causing a driveline power fault to become active. The root cause of the reported event was determined to be a damaged underlying wire within the modular cable, causing a driveline power fault alarm. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller, system controller and the driveline for damage. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.